Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 9 millimeters located in the left lower lobe near the fissure. The procedure was completed as planned without delays. A pneumothorax (50%) was discovered after the procedure via chest x-ray; therefore a pigtail catheter was placed to resolve it. The patient was hospitalized for a total of 6 days then discharged home. A diagnosis was not obtained. There was no device malfunction associated with the event.